Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during surgery, an ophthalmic trocar did not cut properly and failed to penetrate the patient¿s eye. The procedure was completed on the same day, and no patient harm was reported.